Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to breathing problem, lungs problem, fluid in her chest, nose burning, dry mouth. There was no report of patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to breathing problem, lungs problem, fluid in her chest, nose burning, dry mouth. There was no report of serious patient harm or injury. After further investigation, the manufacturer received information alleging asthma (new or worsening), inflammatory response and lung disease. There was no report of medical intervention required by the patient. If any additional information is received, a follow up report will be filed.there was no medical intervention required by the patient. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to breathing problem, lungs problem, fluid in her chest, nose burning, dry mouth. There was no report of serious patient harm or injury. After further investigation, the manufacturer received information alleging asthma (new or worsening), inflammatory response and lung disease. There was no report of medical intervention required by the patient. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. During the evaluation, there was no error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit dispositioned. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.